Event description:
Envoy medical corp. (Emc) was notified on january 27, 2025 that the posterior portion of the patient's device had extruded. No other details have been provided regarding root cause or resolution. Patient/clinical history with emc: on (B)(6) 2012 : implant, on (B)(6) 2012 : activation, on (B)(6) 2012 : fitting, on (B)(6) 2012 : analysis, on (B)(6) 2013 : fitting, on (B)(6) 2013 : analysis, on (B)(6) 2014 : fitting, on (B)(6) 2017 : fitting and audiogram, on (B)(6) 2018 : battery change, on (B)(6) 2023: battery change, on (B)(6) 2023: post bc fitting.

Manufacturer narrative:
N/a

Manufacturer narrative:
Originally reported wound dehiscence was related to underlying health issues, device has been explanted.

Event description:
Envoy medical corp. (Emc) was notified on (B)(6) 2025 that the posterior portion of the patient's device had extruded. On (B)(6) 2025, it was reported to envoy that dr. Driscoll had explanted the patient on (B)(6) 2025, dr. (B)(6) confirmed no active purulent drainage, but a large area of the device was exposed, which he attributed to a skin breakdown contributed to by the patient's age, think skin, and multiple surgeries. No known trauma to the head. Patient/clinical history with emc: (B)(6) 2012 : implant. (B)(6) 2012: activation. (B)(6) 2012: fitting. (B)(6) 2012: analysis. (B)(6) 2013: fitting. (B)(6) 2013 : analysis. (B)(6) 2014: fitting. (B)(6) 2017: fitting and audiogram. (B)(6) 2018: battery change. (B)(6) 2023: battery change. (B)(6) 2023: post bc fitting. (B)(6) 2025: explant.